Event description:
Boston scientific received information that this right ventricular (rv) lead and implanted device (model/serial p107/(B)(4)) showed that despite automatic gain control settings of 1.5mv on both the rv and left ventricular (lv) lead channels, there was cross-talk as p-waves were being sensed on the rv and lv channels. This led to inhibition of pacing and a ventricular pause longer than two seconds. The electrocardiogram showed intermittent rv pacing.

Event description:
During follow-up boston scientific confirmed the pacing inhibition observation was not a current anomaly; the reviewed electrograms were from a previous clinical follow-up of which boston scientific had not been notified. The physician is currently asking for recommendations regarding programming optimization, specifically regarding bi-ventricular pacing. The field representative also confirmed the previous issues had been resolved with no further observations of note.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.